Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the medial cubital vein. The 95% stenosed target lesion was located in the non-calcified and moderately tortuous left forearm shunt. This 6.0 x 40, 75cm mustang balloon ruptured at 15atm at a duration of 20 seconds upon the 1st inflation. The device was removed from the patient intact. The procedure was completed with another mustang balloon at 20atm. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the medial cubital vein. The 95% stenosed target lesion was located in the non-calcified and moderately tortuous left forearm shunt. This 6.0 x 40, 75cm mustang balloon ruptured at 15atm at a duration of 20 seconds upon the 1st inflation. The device was removed from the patient intact. The procedure was completed with another mustang balloon at 20atm. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and initial examination noted that the balloon material was torn circumferentially at approximately 38mm distal to the proximal transition zone. The distal portion of the balloon is attached to the distal tip but turned out over the tip. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).